Manufacturer narrative:
Initial and final MDR 1895893 - device 4 of 5. E1: patient city: (B)(6). Patient country: china.

Event description:
Unomedical reference number (B)(4). Event occurred in china, on (B)(6) 2024, it was reported that the patient stated a packaging issue with the product, stating that the packaging was not sealed properly, misshaped, or the sterile packaging was not intact. The patient had five infusion sets with the same problem. There was no information about shipping or returning the product. The device labels, including the serial number and dome label stickers, were reported as missing, removed, worn, faded, or damaged following usage. No further information available.